Event description:
Alleged failure of a 30 degree endoscope used during an electrohydraulic lithotripsy (ehl) procedure. Visual clarity of the endoscope diminished to an unusable degree towards the end of the ehl procedure resulting in a possible puncture of the pt's bladder due to poor visibility.